Manufacturer narrative:
The reported events were insulation twisted, helix mechanism issue and unacceptable threshold. The reported events of insulation twisted, and helix mechanism issue were confirmed. A complete lead was returned in one piece with the helix found stretched and clogged with blood/tissue. Visual inspection found the outer insulation was twisted due to over torquing consistent with procedural damage. X-ray examination of the lead found the inner coil inside the connector region was overtorqued consistent with procedural damage. The cause of the reported events of insulation twisted, and helix mechanism issue was isolated to overtorqued of the inner coil and helix being stretched. The reported event of unacceptable threshold was not confirmed. Electrical evaluation was normal with no anomalies found.

Event description:
It was reported the patient presented for initial procedure. During implant, the right ventricular lead could not obtain appropriate capture thresholds. After several attempts to reposition the right ventricular lead, the helix would not extend and the lead was twisted. The physician elected to complete the procedure with a different lead. The patient was in stable condition.